Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were unable to charge. It was reported that the problem might just be that the battery was dead (eos). Reviewed with the patient that based on the implant date, the implantable neurostimulator (ins) battery had passed the expected battery longevity which would explain why the patient could not charge it. No symptoms were reported. Relevant medical history includes multiple back operations. Additional information was received from the patient¿s healthcare provider (hcp. It was reported that the patient¿s implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2016. No further information was provided. There were no further complications reported or anticipated.